Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty connecting and twisting the infusion set tubing onto the cartridge at the luer lock. As a result, insulin was noted to be leaking out during fill tubing. The customer disconnected and reconnected the the luer lock and successfully completed the load process. The customer's blood glucose level was not impacted.